Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. A retain sample from the same lot number was tested and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 581 mg/dl with a headache and polydypsia associated with the cartridge leaking. Reportedly, the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the patient was using the cartridge correctly per instructions for use. It was reported that the patient noticed the cartridge was leaking when they changed it. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the cartridge leaking.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/30/2014 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.